Event description:
Subject is a (B)(6) female enrolled in preserve on (B)(6) 2017, who had an option¿ elite retrievable vena cava filter placed the same day, for contraindication to anticoagulation due to upcoming surgery. Her medical history included hypertension requiring medication, diabetes requiring insulin, asthma, chronic bronchitis, gfr 30-60 and a current malignancy. She has a past history of resolved thromboembolism, including shortness of breath, bilateral segmental pulmonary embolus and left lower extremity dvt in the common iliac. She also has current venous thromboembolism, including venous claudication, shortness of breath, bilateral segmental pulmonary embolus and bilateral lower extremity dvt in the common iliac vein. On (B)(6) 2017, CT demonstrated contrast enhancement superior to the filter, however all aspects of the venous system inferior to the level of the filter demonstrated no enhancement, suggestive of extensive thrombus. Another CT on (B)(6) 2017 showed significantly improved in clot burden, with scattered foci of intraluminal filling.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.